Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a slice was observed in a clearlink system continu-flo solution set and the drug (chemotherapy) leaked from the hole. The issue was identified while inserting the tubing into an unspecified baxter IV pump; the slide clamp spliced the tubing open. There was no patient involvement. No additional information is available.